Manufacturer narrative:
On (B)(6) 2016 12:43 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the unit was pulled into the MRI scanner while in use. There was no reported patient harm. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two (2) front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are included as part of the "mr environment agreement", which was signed by the facility. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the 2 wheels are not locked, or if the ventilator is placed inside the safety line. According to information received, the 2 wheels of the ventilator were locked and the ventilator was placed outside the safety line at the time of the event. The ventilator was investigated on-site by our field service engineer. Both a pre-use checks test as well as a safety test were performed with successful results, and the ventilator was returned to service. Evaluation of the received device logs showed a technical error alarm 20002, indicating that the backlight power consumption was outside the specified range at the time for the event, and the logs also showed that the event occurred when the ventilator was in the stand-by mode. The cause for the reported event has not been determined however, the most probable cause is that one of the above conditions was not fulfilled at the time of the event..

Event description:
(B)(4).